Manufacturer narrative:
(B)(4) section g4: the rt268 infant evaqua2 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Method: the subject rt268 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the picture and the information provided by the customer, and our knowledge of the product. Results: review of the provided picture confirmed a cut on the expiratory limb, confirming the reported event. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. All rt268 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt268 infant-dual heated evaqua2 breathing circuit state the following: "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor in china reported on behalf of a healthcare facility, that the tubing of an rt268 infant dual-heated evaqua2 breathing circuit was cracked. There was no reported patient consequence.